Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt short of breath and did not believe the rate response on the leadless implantable pulse generator (ipg) was functioning appropriately. Follow up with the patient's clinic revealed that the patient had been feeling terribly since the leadless ipg had been implanted. Multiple attempts were made to adjust rate response but the patient never felt better. The leadless ipg was turned off and the patient immediately felt better. The leadless ipg was subsequently explanted. No further patient complications have been reported as a result of this event.